Manufacturer narrative:
Concomitant prod: sigtrsb45axt sigtrsb45axt 45mm xtr thk reinforced rel; lot # n2d0526y; sigtrsb60axt sigtrsb60axt 60mm xtr thk reinforced rel; lot # n1d0330y; sigphandle sig power sigphandle handlel; serial #: unknown; sigpshell sig power sigpshell control shell, lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first and second firing on the antrum of the stomach, the first firing of the reload alarmed with excessive load and stopped during the firing process of initially of 25%. After waiting, the firing continued, however it alarmed and stopped again about 2mm prior to the completion. After waiting the firing process would not continue. The reload was retracted and it was noted that the distal 2 rows of staples had not formed properly. The second reload was deployed, and the firing progressed to about 1 quarter of the distance and then stopped. After waiting, the firing progressed another few millimeters and stopped again. This continued to happen for the remainder of the firing process, and eventually the reload was completely fired. The excessive load alarm icon was showing on the handle screen for the complete firing. There was no patient injury.